Manufacturer narrative:
Correction : initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name. Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an over infusion was not determined because no products or device logs were returned.

Event description:
It was reported pump module was brought to customer biomedical engineering alleging "infusions running when not supposed to". Customer biomedical engineering performed preliminary testing by running a 100ml/hr for 20ml volume to be infused test. It was noted the pump ran at a higher rate than it was supposed to. When volume to be infused was completed, the pump went into free flow. There was patient involvement however patient outcome is unknown. Although requested, additional information was not provided.

Event description:
It was reported pump module was brought to customer biomedical engineering alleging "infusions running when not supposed to". Customer biomedical engineering performed preliminary testing by running a 100ml/hr for 20ml volume to be infused test. It was noted the pump ran at a higher rate than it was supposed to. When volume to be infused was completed, the pump went into free flow. There was patient involvement however patient outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem, initial reporter address 1, initial reporter city, initial reporter zip. Additional information: unique identifier (UDI) #, medical device serial #, concomitant med prod data(8100), device manufacture date, imdrf annex b code and manufacturer narrative the actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an over infusion was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pump module was brought to customer biomedical engineering alleging "infusions running when not supposed to". Customer biomedical engineering performed preliminary testing by running a 100ml/hr for 20ml volume to be infused test. It was noted the pump ran at a higher rate than it was supposed to. When volume to be infused was completed, the pump went into free flow. There was patient involvement however patient outcome is unknown. Although requested through due diligence, additional information was received by the customer. It was reported the device had over infused. The patient "felt unwell" following the event and required additional monitoring.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: manufacturer narrative. Root cause: the root cause of the reported over-infusion was identified and attributed to the contamination observed between the bezel and the camshaft assembly. The issue was resolved by replacing the bezel mechanism with a known-good dchu part. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report issue of an over infusion was confirmed and replicated during laboratory testing. The bezel assembly test confirms that the issue was the level of contamination and corrosion, and after calibration of the pump module is working under the correct parameters, and the mechanism system did not present any malfunction. During the inspections of the infusion mechanism, it was found dried fluid, dried stains and corrosion on many components inside the module: the case rear and bezel post were found with contamination, corrosion and dried fluid. The camshaft assembly was found with a few contaminations; the shaft and cams bearing were in good condition. However, drive gear and camshaft assembly head show dried contamination and severe corrosion which cause the camshaft not to move correctly resulting in an over-infusion. The bezel assembly date code was noted as september 2017, making bezel nine (9) years old. All parts inspected were observed to be manufactured by bd. The logs from the returned devices were retrieved to ascertain event details associated with the reported issue. The event date and time were not reported. A review of the suspect pump module and concomitant pcu error log showed no errors or malfunctions on the day of the reported event or any day around. The facility reported an over infusion with rate of 100 ml/h and vtbi of 20 ml, the pump module was infused at higher rate than it was supposed to. When volume too was infused to be completed, the pump went into free flow. At 8:54 am, the pcu (s/n: (B)(6)) was powered on and the suspect pump module was attached; pvi = 14.597 ml (accumulated from previous infusions). At 9:14 am, the suspect pump module was programmed manually a basic infusion with rate 100 ml/h and volume to be infused (vtbi) = 20 ml, the pvi = 14.597 ml. The infusion lasted six (6) minutes and infused 9.722 ml. At 9:20 am, the suspect pump module alarmed with the event infusion air in line; pvi = 24.319 ml. Next, the key pump pause was pressed and infusion stopped. The module was on standby for twenty-seven (27) minutes, then was removed and again attached to the pcu. At 10:02 am, the suspect pump module was programmed manually a basic infusion with rate 100 ml/h vtbi = 20 ml, the pvi = 24.319 ml. The infusion lasted two (2) minutes and infused 2.194 ml. From 10:05 am to 10:12 am the key pump pause was pressed and infusions stopped; pvi = 26.513 ml. Then the unit was removed and system was powered off; tvi = 26.513 ml. At 3:30 pm, the pcu was powered on, the suspect pump module (channel a/ pvi = 26.513 ml) and pump module (sn: (B)(6)) / channel b / pvi = 0 ml) were attached. At 3:30 pm to 3:31 pm the suspect pump module was programmed manually a basic infusion with rate 100 ml/h vtbi = 20 ml, the pvi was cleared. The infusion lasted four (4) minutes and infused 5.834 ml. From 3:35 pm to 3:38 pm the key pump pause was pressed and infusions stopped; pvi = 5.834 ml. The module was on standby for three (3) minutes, then key pump restarted was pressed. The infusion lasted two (2) more minutes and infused 0.6 ml. At 3:40 pm, the system was powered off; the suspect pump module: tvi = 6.43 ml and pump module (sn: (B)(6)): tvi = 0 ml were removed. Bd alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note that this report lists imdrf annex a1801, g04037, c0601, d15, g02017, a0404, c07 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pump module was brought to customer biomedical engineering alleging "infusions running when not supposed to". Customer biomedical engineering performed preliminary testing by running a 100ml/hr for 20ml volume to be infused test. It was noted the pump ran at a higher rate than it was supposed to. When volume to be infused was completed, the pump went into free flow. There was patient involvement however patient outcome is unknown. Although requested through due diligence, additional information was received by the customer. It was reported the device had over infused. The patient "felt unwell" following the event and required additional monitoring.